Event description:
It was reported that right ventricular (rv) lead was perforated leading to pericardial effusion. A lead revision was performed, and the lead was surgically repositioned. No additional adverse patient effects were reported. Additional information indicated that perforation was found during follow-up chest x-ray and confirmed with ultrasound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right ventricular (rv) lead was perforated leading to pericardial effusion. A lead revision was performed, and the lead was surgically repositioned. No additional adverse patient effects were reported. Additional information indicated that perforation was found during follow-up chest x-ray and confirmed with ultrasound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.